Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Programming adjustments were made and the recipient's sound quality issues reportedly resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing partial insertion and sound quality issues. The recipient was prescribed steroids.